Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. No further info is expected. (B)(4).

Event description:
Adverse event(s): "loose zonula" (eye injury). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that following intraocular lens (iol) implant surgery in a clinical study, loose zonules were noted. The iol was noted to be in good position on the first postoperative day and the pt's visual acuity was noted as 20/40. The pt had a history of hypertension (pre-existing). No further info is expected.